Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt reported the cord that goes into the disk is extremely hot. A replacement recharger (rtm) was sent to the patient. Additional information received from the patient. It was reported that called back and initially stated that their controller wasn't charging. They had taken the li battery out and replaced it but that did not resolve the issue. They clarified that when the patient tried to charge their implantable neurostimulator (ins), the controller was not doing anything. The controller had been flaky for the past 3-4 days. They removed the li battery pack and then plugged the controller into the ac power supply; the controller did power up. They replaced the li battery and noted that the green light was flashing green; the controller screen showed the ins battery was depleted in charge. They plugged the recharger cord into the controller and were connecting with excellent charge quality but the patient could not see the charge level of the ins or the controller. The patient performed these steps the previous night and appeared to be charging for 3 hours but the battery did not show it was incrementing in charge. A replacement device was requested.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4) h3: analysis of the 97755 recharger (rtm) (s/n (B)(6)) revealed that a recharger antenna failure; the "no device found" message was noted. The device failed at plexus and bench testing. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.